Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025. On (B)(6) 2025, the patient experienced swelling around the ipg site that was slightly tender to the touch. It was noted that the area was not warm or showing any redness. On (B)(6) 2025, the patient was seen in the emergency room but was not admitted and was instructed to follow up with their hf physician. On (B)(6) 2025, the patient was admitted to the hospital where an ultrasound was expected to be done. The patient was given prophylactic antibiotics and was monitored by infectious disease. A decision was made to not intervene and see if the fluid buildup self-resolved. The root cause of the event was unknown, and it was stated that it could be a reaction similar to any implanted device. The patient reported feeling great from the therapy despite the swelling. The patient was discharged on (B)(6) 2025. As of the patient's last titration, the swelling was not resolved and there was no plan for any further intervention.

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025. On (B)(6) 2025, the patient experienced swelling around the ipg site that was slightly tender to the touch. It was noted that the area was not warm or showing any redness. On (B)(6) 2025, the patient was seen in the emergency room but was not admitted and was instructed to follow up with their hf physician. On (B)(6) 2025, the patient was admitted to the hospital where an ultrasound was expected to be done. The patient was given prophylactic antibiotics and was monitored by infectious disease. A decision was made to not intervene and see if the fluid buildup self-resolved. The root cause of the event was unknown, and it was stated that it could be a reaction similar to any implanted device. The patient reported feeling great from the therapy despite the swelling.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).